Event description:
Patient presented to the physician with pain at the ipg site after lifting something, and the ipg migrated and flipped within the pocket, causing pain. Physician brought the patient into the operating room, repositioned the ipg to its correct orientation, re-sutured, and closed the incision site.